Event description:
It was reported by user facility that "49 year old pt with nasal septal perforation, septal button placed 8/2/95, pt did well until 3/1/98. Spontaneous extrusion. Pt felt aspiration gave himself 2 heimleich manuevers and dislodged. He states connecting portion of prosthesis broken." It was additionally reported to MFR that "pt is fine, no pre-existing medical conditions existed that contributed to event, device just came apart."